Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the hdh05 blade malfunctioned during case. Sounds like the blade locked out (do not know which handpiece was used). Another device was used to complete the case. There was no consequence to the pt.